Event description:
The nurse reported a system message displayed, and persisted even after boot up. One patient was sedated in the holding area. This case was cancelled. They had not back up system. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system, confirmed the system message displayed, and replaced the regulator. The system was tested after the regulator was replaced, and then it met all product specifications. The regulator was returned for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional info becomes available.